Event description:
It was reported that there was a crack in the cuff tubing of this artificial urinary sphincter; therefore, the device was removed and replaced. There were no patient complications reported.